Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. Investigation summary: the complaint of leaks on item a1099 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown

Event description:
Event occurred on an unspecified date regarding a 6.5" (16.5 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave¿ clear, nanoclave¿ t-connector, purple clamp, rotating luer where they reported that the device was leaking on the bed after failure/dislodging of the end piece. There was patient involvement but no adverse event.